Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas an investigated by product analysis on 08/09/2016 with the following findings: on investigation, all the keypad buttons had normal response and the keypad cover was intact and without damage. Investigation did not duplicate the keypad complaint. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the keypad buttons experienced an issue with tactile changes/unresponsiveness. There was no indication this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow up #1 submitted 07/08/2016. Type of reportable event has been updated.